Event description:
Philips received a complaint on intellivue multi measurement server x2 indicating that the speaker is defective. It was confirmed that there was no sound. The device was in use on a patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Remote customer care personnel communicated with the customer who requested parts to replace the faulty speaker. No direct analysis was performed. Based on the results of the information provided by the customer and remote customer care, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a defective speaker. The issue was resolved by the customer ordering a replacement speaker. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.